Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdown flags) has been confirmed. Upon eval, it was found that the flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.

Event description:
A review of a (B)(6) male pt's download revealed several flags for abnormal shutdowns, belt data stream faults, and can comm timeouts. The pt was contacted and issued a replacement monitor and electrode belt.